Event description:
It was reported that high voltage lead impedance was observed to be high, out of range since ICD implant replacement. The svc vectors were reading out of range. The physician made the decision to change the hv vector. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.